Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was taken to the emergency room and was subsequently admitted to the intensive care unit in the hospital due to a blood glucose level of 10 mg/dl. Reportedly, the customer became unconscious and experienced hearing impairment. Customer¿s bg was treated intravenously with fluids of saline. The customer was discharged on (B)(6) 2024 with no permanent damage. Reportedly, the customer alleged that the pump was not delivering insulin as intended. Additionally, it was reported that a cartridge alarm occurred. Tandem technical support performed a pump system check and confirmed that the pump and related supplies were operating as intended.